Manufacturer narrative:
(B)(4). No frozen screen or button error alarm noted. Insulin pump time or clock moved. Insulin pump had unresponsive esc and act buttons due to corroded keypad traces.

Event description:
The customer reported via phone call that insulin pump had died. The customer's blood glucose was unknown at the time of incident. Customer reset the time and date. The customer reports that there was no black circle on the screen. Customer states the insulin pump was working fine now. The insulin pump will be returned for analysis.